Manufacturer narrative:
Device not returned.

Event description:
Reviewed a voluntary report which states patient underwent a spine procedure on l5-s1 levels. As per report, pedicle screws broke within the 1st 10 days; patient has had 4 surgical procedures. Patient underwent a procedure in 2017 and experienced sciatica down the right leg. Patient also reported having reconstructive surgery in 2017, which reportedly addressed the sciatic pain, but continued to experience nerve damage and back pain.